Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, an air bubble was noted. The 90% stenosed target lesion was located in the moderately tortuous antebrachium. An encore inflation device was connected to a non-bsc balloon, however when prepping the device the physician observed an air bubble between the connection of the three way stockcock and the balloon hub. It was not possible to evacuate the air so the encore device was exchanged for another of the same and the procedure was completed with the same non-bsc balloon. No patient complications occurred; the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed no air bubble. 5 to 8ml of water was aspirated into the syringe and stopcock without issue. There were no leaks noted and all connections were secure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, an air bubble was noted. The 90% stenosed target lesion was located in the moderately tortuous antebrachium. An encore inflation device was connected to a non-bsc balloon, however, when prepping the device, the physician observed an air bubble between the connection of the three way stockcock and the balloon hub. It was not possible to evacuate the air so the encore device was exchanged for another of the same and the procedure was completed with the same non-bsc balloon. No pt complications occurred; the pt's current condition is listed as "good".

Manufacturer narrative:
(B) (6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).